Event description:
A device charging port was broken, with internal connectors missing was reported with the abbott diabetes care (adc) device. As a result, the customer ordered a replacement adc device. Subsequently, a delivery delay was reported with the replacement adc device. Due to delivery delay, the customer experienced symptoms of "tired, lethargic, was unable to stand and a loss of consciousness." The customer was unable to self-treat, and a non-healthcare professional (non-hcp) gave the customer orange juice and candy orally for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.